Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1;(B)(6). Analysis was unable to be performed by philips due to the device is obsolete. The intellivue multi measurement server x2 appliance is obsolete. These devices are no longer maintained or supported since 31dec2025. The product malfunction was unable to be confirmed because the device is no longer supported. The customer was provided a letter of informing them that the device is end of life and no support is available. A review of the service history for this device confirms no subsequent issues have been reported for this device.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the speaker no longer works. No additional information was provided. The device was not in clinical use at the time of the event. No patient involvement.